Event description:
It was reported that the device was dropped. When the manufacturer's authorized field service engineer (fse) evaluated the device, the fse found the battery was faulty. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device. The fse did not confirm the reported problem of damage from being dropped, however, the battery was found to be faulty. Upon conclusion of the evaluation, it was determined that the battery was recognized faulty, which will be replaced by the customer, and the device will be returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.